Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The system message (sm) stopped functionality of the console. This resulted in the customer rescheduling the patient. To address the sm and the functionality of the system, the company representative replaced the printed circuit board (pcb) component. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pcb. However, how or when the component became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message during surgery. The surgery was aborted. Patient impact is unknown. Additional information requested but none has been received.